Event description:
Vascular intervention case to treat a total occlusion in the distal popliteal. A turbo elite in conjunction with a trailblazer was utilized with the step by step method to attempt crossing of the lesion, one pass was made using the turbo elite and then an angiogram was performed. It was noted via angiogram that on the proximal and distal ends of the occlusion aneurysmal areas were present. A balloon was attempted as treatment; however the physician believed the injury would heal on its own and was not a threat to the patient. An update will be provided on behalf of the patient status if this information is provided to spnc.